Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. Device was found to have exhibited post-paced t-wave oversensing via stored egm. Programming changes were recommended to address the issue.